Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported for right side "intracapsular rupture", "numerous complex nodules in the overlying breast, most likely fibrocystic change", "multiple small fluid signal, consistent with a history of fibrocystic disease", "a lowgrade focus of enhancement, which correlates with the ultrasound findings". The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: device photograph for the device related to the reported event of rupture, lump/nodule was reviewed on nov 25, 2020. Visual analysis of the photographs identified: red particle material on the shell. Opening.